Event description:
It was reported the customer had an absence of a no delivery alarm. The customer's blood glucose was 400 mg/dl. The customer will be continuing insulin pump therapy after the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.